Manufacturer narrative:
A complete lead was returned in one piece that measured 51.6 cm. External insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 6.4 cm to 6.6 cm and 8.2 cm to 8.3 cm from the connector pin. The external insulation abrasion was caused by the lead friction to the ICD can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with right atrial lead noise. The lead was replaced during an unrelated procedure. The patient was stable post-procedure.